Event description:
Male patient in for a planned cardioversion. He was sedated and then shocked. During the shock, the zoll defibrillator pad on the front left chest "sparked", leaving a 3-4 cm burn mark. When the pads were removed from the patient, there was a burn mark accompanied with a burnt flesh smell. Burn cream was applied to the area.